Event description:
Per the clinic, the patient sustained trauma resulting in magnet dislodgement. Subsequently, the patient underwent magnet replacement surgery on (B)(6) 2026 under general anesthesia. The implanted device remains.